Event description:
The patient was being transported using ground transportation and was supported with an impact 754 portable ventilator. The ventilator was reported to exhibit a "system failure" approximately 10 minutes after turning it on. It was reported that no message alarms presented, only the system failure light and then the entire ventilator shut down. The patient was manually ventilated (time not reported) until another automated ventilator could be used). This second/back-up ventilator was also reported to fail (an impact serial number was given and we are currently searching for this event). The clinician refused to respond as to whether the event had any adverse effect on the patient. Though an adverse event was not reported, it was reported that the device malfunction caused the need for manual back-up ventilation and transfer to an additional back-up ventilator. This event is being submitted as a serious injury event because the use of back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the malfunction was confirmed. The battery charging circuit was found to be faulty caused by a malfunctioning ic on the power board. The power pcb was replaced and preventive maintenance, calibration, burn-in and output testing was performed. Root cause analysis on this pcb is ongoing at this time. The unit was returned to the end user after it tested within specification. The site noted in its report to impact that prior service has been performed by progressive medical international, vista, ca. The unit had never been returned to impact in the past (unit was manufactured in 2003). The unit was returned to impact with a pmi branded battery. The wiring for this battery was longer than those on an impact battery and the wires had become pinched in the battery compartment door. A breech in the wiring insulation was observed as a result of this pinching. This is not believed to be the root cause of the event, but could have contributed to a subsequent event if left in place. Am impact battery was installed in the device prior to return.